Event description:
After successful ablation and during withdrawal of the rotablator device, a guide wire tip fracture was noted. The wire remains in the pt. No further complications were noted. The pt was reported in good condition.

Event description:
After successful ablation of a calcified lesion, the physician began to withdraw the system. Resistance was encountered and it became apparent that the guide wire tip was not moving with the rest of the guide wire. When removal was compelte it was confirmed that the spring tip had fractured and remained in the pt. The physician cannot comfirm when the fracture occurred, only that the fracture was apparent upon removal of the system from the pt. The pt was reported in good condition.